Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted following over 17 years of post-renal transplantation, more than 3 years of maintenance dialysis, and six months of hemodialysis. Due to progressive decline in dialysis efficiency, the patient transitioned to hemodialysis. On the day of the event, at 17:30, under bedside conditions, the dialysis catheter was removed using the pull-out technique. The patient was in a supine position; after skin disinfection, local infiltration anesthesia was administered at the subcutaneous polyester cuff and rectus abdominis cuff sites. Subsequently, approximately 6 kilograms of external force was applied steadily and evenly to gently pull the catheter outward. The subcutaneous polyester cuff was first separated and detached from the subcutaneous tissue, followed by continued gentle traction to detach the remaining polyester cuff and intra-abdominal segment of the catheter. D uring removal, the abdominal wall segment of the catheter fractured spontaneously, leaving residual intra-abdominal catheter remnants. The procedure was completed without the patient experiencing significant discomfort. As a remedial action and intervention, a gauze dressing was applied over the catheter exit site, and pressure bandaging was performed. The patient was informed that the residual catheter could either be left in situ or surgically removed; if desired, a surgical procedure could be scheduled to excise the remaining dialysis catheter. The patient reported that pain at the catheter removal site had improved compared to prior. Due to personal reasons, the patient requested discharge and declined further hospitalization for anti-inflammatory treatment or additional procedures, opting instead for outpatient follow-up. The patient was advised to continue regular outpatient hemodialysis and to change the wound dressing at the abdominal site daily. There was no leak. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement.

Manufacturer narrative:
Correction: 5a-5b additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted following over 17 years of post-renal transplantation, more than 3 years of maintenance dialysis, and six months of hemodialysis. Due to progressive decline in dialysis efficiency, the patient transitioned to hemodialysis. On the day of the event, at 17:30, under bedside conditions, the dialysis catheter was removed using the pull-out technique. The patient was in a supine position; after skin disinfection, local infiltration anesthesia was administered at the subcutaneous polyester cuff and rectus abdominis cuff sites. Subsequently, approximately 6 kilograms of external force was applied steadily and evenly to gently pull the catheter outward. The subcutaneous polyester cuff was first separated and detached from the subcutaneous tissue, followed by continued gentle traction to detach the remaining polyester cuff and intra-abdominal segment of the catheter. During removal, the abdominal wall segment of the catheter fractured spontaneously, leaving residual intra-abdominal catheter remnants. The procedure was completed without the patient experiencing significant discomfort. A gauze dressing was applied over the catheter exit site, and pressure bandaging was performed. The patient was informed that the residual catheter could either be left in situ or surgically removed; if desired, a surgical procedure could be scheduled to excise the remaining dialysis catheter. The patient reported that pain at the catheter removal site had improved compared to prior. Due to personal reasons, the patient requested discharge and declined further hospitalization for anti-inflammatory treatment or additional procedures, opting instead for outpatient follow-up. The patient was advised to continue regular outpatient hemodialysis and to change the wound dressing at the abdominal site daily. There was no leak. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.